Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 505mg/dl. The customer treated with insulin. Customer changed the set and indicated that their blood glucose value was 203mg/dl at the time of the call and declined to further troubleshoot. The product infusion set will be returned. The insulin pump and reservoir will not be returned.